Event description:
It was reported that a 74 yo male patient, initial right knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2024, approximately 6 years 10 months post the initial procedure. The patient was revised due to poly wear and an infection. The surgeon took the entire construct down due to the infection. All components were removed. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. The rep was unable to obtain any x-rays. No explanted devices are available for analysis as they were discarded. Device photos were provided. No further information. Optetrak rbk in lt knee, revised in 2023 reported under 1038671-2023-02859.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: (B)(6) - 200-02-38 - three peg patella 38mm. (B)(6) - 244-03-04 - optetrak asy, hi-flex ps cem fem, sz 4, right. (B)(6) - 260-04-44 - rbk cem fin tib tray sz 4f/4t. (B)(6) - 264-24-09 - rbk ps tibial insert sz 4, 09mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear, infection, and an insufficient bond between the patella and the bone. It cannot be confirmed whether the patella loosened prior to infection or if the reported infection led to the loosening of the patella. The extent and root cause of the infection, prosthesis wear, and patella loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6: component code the following sections were corrected: h3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies relevant to the reported event were found. A review of complaint history determined that no further action is required as no trends were identified. The investigation results concluded that the reported event occurred due to prosthesis wear, infection, and an insufficient bond between the patella and the bone. It cannot be confirmed whether the patella loosened prior to infection or if the reported infection led to the loosening of the patella. The extent and root cause of the infection, prosthesis wear, and patella loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. H6: health effect - clinical code, health effect - impact code, medical device problem code, type of investigation, investigation findings, investigation conclusions.